Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 module. The initial troponin t hs result at 12:42 pm was 74 ng/l. The initial troponin t hs stat result was 8 ng/l. The patient sample was separated and recentrifuged. The troponin t hs repeat result was 7.49 ng/l (7.5 ng/l). This result was reported outside of the laboratory. The troponin t hs stat repeat result was 8.07 ng/l.

Manufacturer narrative:
The serial number of the cobas e 801 module is (B)(4). The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the qc data; the results were within specifications. The investigation reviewed the alarm trace. The trace on (B)(6) 2024 shows two alarms related to sample pipetting errors. The investigation reviewed the customer's handling of patient samples. The investigation noted that the collection time was generated when the request form was printed out. It was not possible to verify the actual time of collection. The investigation reviewed the images from the sample foam detection camera. The images showed possible clots or fibrin present during the time the questionable result was generated. The investigation determined a general reagent problem was not present because the qc before the event was within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.